Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of communication error was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. However, it is possible that the malfunction occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. The instruction manual states the inspection method associated with the event in chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6) hospital.

Event description:
It was reported the deflectable videoscope had a communication error code. The issue occurred during preparation for use in an unspecified procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.